Event description:
According to the rptr, during the procedure the tip on the reduction forceps (399.98) broke off. The tip was retrieved and surgeon used another to complete. This report is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. Visual eval noted one tip broken on the device. The break could have been caused by applying too much force to the tip of the instrument. Instruments corresponds to drawing and processes at the time of manufacture.